Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate high result of "20.8 mmol/l" as compared to a lab device of "12.5mmol/l" within 10 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent.

Manufacturer narrative:
Follow-up (2/27/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - (B)(6) 2013, meter - (B)(6) 2013.